Event description:
The device produced a result of lo without blood applying to the strip. No action taken based on result. No adverse event reported. No treatment received. Requested return of suspect device nad replacement was sent.